Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided data for 1 patient. Cutoff value for female is 15.6 pg/ml and for male is 34.2 pg/ml. Sample ID (B)(6) result on alinity platform was 43.5 pg/ml, and retest result was 47.4 pg/ml. The sample was tested on another unknown platform, which generated a result of <0.1 pg/ml. The sample was then retested on other alinity (result of 50.3 pg/ml) and architect system (result of 49 pg/ml). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 and there is a similar product distributed in the us, list number 04z21. All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided data for 1 patient. Cutoff value for female is 15.6 pg/ml and for male is 34.2 pg/ml sample ID (B)(6) result on alinity platform was 43.5 pg/ml, and retest result was 47.4 pg/ml. The sample was tested on another unknown platform, which generated a result of <0.1 pg/ml. The sample was then retested on other alinity (result of 50.3 pg/ml) and architect system (result of 49 pg/ml). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket and trending review did not identify any related trends regarding commonalities for lot number and customer issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The review of field data determined the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I, reagent lot 51310ud00.